Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. . The customer addressed the issue by administering a correction injection via multiple daily injections (mdi). Technical support resolved the situation by sending a replacement pump with updated software and provided instructions for returning the faulty pump. The caller understood the instructions and acknowledged the steps required, including programming their new pump and connecting their continuous glucose monitor (cgm) to it. The customer will use multiple daily injections (mdi) as a backup.